Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation with an unknown screw within. Visual inspection of the as returned product identified significant damage and fracturing at the collar and threads. The screw is likewise confirmed to be fractured in the implant. The reported product was located on tooth # 30 and used for approximately 3.5 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the platform of the implant body was fractured. The implant was removed and another was placed. The reported complaint was confirmed following evaluation of returned products. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. D10: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location 30.